Manufacturer narrative:
According to the customer's description, a rivet fell out of the jaw, and however, it cannot be said exactly whether the rivet broke during the operation or was already missing before. Consequently, no function test was performed, otherwise, this would have been noticed and the pliers' insert would have had to be sorted out. Since no lot is known, it cannot be determined how old the article is and how often it has been used (possible damage due to wear, etc.). In addition, no article was sent in for investigation, which makes it difficult to determine the exact cause of the fault. However, based on previous complaints, it can be assumed that the user was at fault. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The purpose of this supplemental report is to provide additional information in section b5 and to correct section h6 for clinical code and impact code. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
In a laparoscopic gastropexy case when using a laparoscopic instrument (reddick olsen forcep 33310 ul) the jaw broke while inside the patient and the small rivet that holds the jaws together was found to be missing on inspection. It was unclear if the missing rivet was missing from the start of the case or has been left in the patient. Consultant surgeon has informed the patient what happened during operation and patient was sent for an x-ray. Not piece of equipment was in patient left.

Event description:
During the procedure the equipment broke and there is possibility that tiny piece of the metal has been left in the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).